Event description:
It was reported that there was a separation between the female connector and the light blue main body of a minicap transfer set. This was observed during an unknown process step for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with the naked eye was performed and a separation between the dark blue (female connector) and the light blue (main body) was observed. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The direct cause of the event was determined to be inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.